Event description:
The customer reported to olympus, during two therapeutic duodenoscopy procedures, the distal cover came off of the endoscope upon withdrawal when used along with a non-olympus laryngeal mask and a non-olympus esophageal variceal ligator. Event 1 of 2: the distal cover fell off of the scope when used with a non-olympus laryngeal mask. The customer reported a fibroscopic examination was required and revealed the small cap had become stuck in the esophagus at the level of the orifice of the laryngeal mask. The customer also stated, "without the vigilance of the teams present, this cap could have ended up in the patient's larynx when the mask was removed, causing a serious hypoxic accident." Event 2 of 2: the customer also stated, "same problem with the esophageal variceal ligator." The distal cover fell off of the scope when using with a non-olympus ligator. The customer is unsure which endoscope was used in the procedures: it may have been tjf q190v with serial (B)(4) or (B)(4). There are 4 reports for 2 events: event 1: (B)(6): tjf-q190v, (B)(4) or (B)(4) (B)(6): maj-2315, unk. Event 2: (B)(6): tjf-q190v, (B)(4) or (B)(4) (B)(6): maj-2315, unk. This report is for: event 2 (B)(6): maj-2315, unk.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility reconfirmed the correct operation method by contacting olympus. 3. The facility educated or continuously educates its personnel about handling methods. 4. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) 5. The facility used care when attaching the distal cover, so that it does not crack. They have never noticed a crack on the cover before attaching it. Per the facility, certain short procedures with the duodenoscope (e.g. Prosthesis removal), anesthesia is sometimes performed with a laryngeal mask. In this case, the mask used was an lma gastro cuff pilot ref 1e5030. This mask has two ducts, one of which is reserved for the passage of the duodenoscope, and the maximum endoscope diameter that can be used is 14mm. However, due to the curvature and rigidity of the conduit and the diameter at the limit of that of the duodenoscope of the duodenoscope (13.5mm), when removing the duodenoscope and passing the distal end into the curved part of the laryngeal mask, the endoscope rubs and jams in the mask. The cap is ejected. The facility confirmed this mask is no longer used with the duodenoscope, but only with gastroscopes. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use and stored in a product carton in a recommended environment (per the IFU.) Correction to h6 and investigation details: - reconfirmation of complaint failure since the actual product has not been returned, we performed a reproduction check using a representative device (maj-2315/lot: h2311) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. In addition, as a result of product standards test using a representative device (maj-2315/lot: h2311) against the resistance quality standard that "does not come off from the end of the scope during use", the device satisfies the product standard. Quality evaluation results using mass production prototypes at the development stage during the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." Sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, the likely causes for the distal cover falling off the scope (maj-2315) are as follows: 1. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2. The cover was easily removed from the scope due to insufficient attachment to the scope. 3. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ olympus will continue to monitor field performance for this device.